Event description:
The customer's mother called to report that her daughter's pdm "had missing segments on the bottom half of the screen." The daughter's bg's were "out of range" (readings between 250-325mg/dl were reported). Use of the pdm was discontinued and a back-up meter was resorted to. The pdm will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates, a failure of the lcd screen which impaired the user's ability to administer proper care. The user is instructed in the product user guide to frequently monitor their bg levels. By following this recommendation, the user - upon experiencing high readings - properly discontinued use of the pdm and switched to a backup device. The user guide also suggests that the patient always carry extra supplies in case of emergency and instructs the customer to not use the pdm if it appears damaged or is not working as it should.